Event description:
Excess weight removal. The pt's pre-weight was 153.1lb., the goal weight was 148.2lb. There was no pt injury or medical intervention. Gambro technical services (gts) functionally tested the machine and replaced the balance chambers due to a probable internal leak in one of the valves. Pt #1.